Event description:
Patient reported a tooth that broke and they have tooth sensitivity in some of their teeth since starting treatment. Recommended patient to see dentist for restoration of tooth and evaluation for tooth sensitivity to make sure there is no underlying condition and if they can continue treatment. Requested diagnostic findings.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.